Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. The analyst noted that there was blood on the distal conductor of the lead and it was not obstructed. As well, there was a competitor's guidewire stuck in the lead. Dried blood was visible inside the conductor, and the lead was stretched. Visual summary analysis of the lead indicated damage and stretching at implant.

Event description:
It was reported that a lead was attempted but not used during implant surgery. The physician noted that the guidewire would not retract out of the lead. Therefore, a different lead was used instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.